Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: august 01, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips of two t-handle t25 stardrive shaft f/matrix-long were worn and damaged. This was discovered during routine inspection; there was no case or patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (t-handle t25 stardrive shaft for matrix-long, part # 03.632.074, lot # 7575337). Both returned shafts were received with minor nicks and gouges on their stardrive tips. Based on the inspection of the returned parts it was confirmed that the tips of the instruments did in fact exhibit wear from use and minor damage, and replication of the complaint condition is not applicable. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned t-handle t25 stardrive shafts ((B)(4)) are included in the matrix spine system (j9698-d and j9699-d) and are used as an alternative instrument which can be used when inserting locking caps and adjusting them as needed prior to final tightening, which requires the use of a device with 10nm torque limiting capabilities. Drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint conditions. It is most likely that the wear/damage to the tips of the returned instruments occurred due to repeated use and processing over the lifetimes of the returned instruments. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.